Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3093-28, lot# v107144, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient was not able to adjust the stimulation and a loss of therapeutic effect from their implantable neurostimulator (ins). A ¿call your doctor¿ icon with a power-on-rest (por) message was seen on the programmer unit (no code was noted). In addition, that patient had a fall approximately a month ago and it was around this time that they saw the por message. The patient did have x-rays taken after the fall to assess for injury (no results reported). Impedance testing showed values >4000 ohms on all electrode combinations. The por message was able to be cleared, the stimulation turned on, and the patient indicated that they could feel the stimulation. It was not determined if there were any lead fractures. On follow up, the high impedance issue did not resolve and that the patient was scheduled for a replacement procedure on (B)(6) 2015. At the procedure, the lead was tested and was good and the ins was replaced. Following the procedure, the patient was reported as doing good and stated that they felt the stimulation in the same place when it was working as before. Should additional information be received, a supplemental report will be filed.